Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple issues. Customer's blood glucose value was 10.3 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump had battery failed alert. Customer stated that the contacts were not missing, damaged, or corroded, neither compartment nor spring were damaged or corroded. Customer stated that the insulin pump actually did not turn back on after restart. Customer called back with blank display after receiving new battery cap. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the new battery did not resolve the issue. Customer stated that the insulin pump had cracked at back on the extending to the bottom. The device will be returned for analysis.